Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been generated for this system due to out-of-range intrinsic amplitude measurements on the atrial channel. Presenting egm showed appropriate function and trends showed this lead was stable. Three short atrial tachycardia response (atr) episodes were identified which showed oversensing. The information has been documented. No adverse patient effects were reported.